Event description:
It was reported that a stent damage occurred. The target lesion was located in the severely calcified and moderately tortuous middle left anterior descending (lad) artery. The lesion was predilated with a non bsc balloon catheter. A 3.00x20mm promus element plus stent delivery system (sds) was then advanced to the middle lad and would not cross the lesion. When the physician withdrew the device it was noted that the stent was lifted. Before using another device, predilatation was performed with a flextome cutting balloon. The procedure was completed with another with same device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older (B)(4).

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that the condition of the returned device was consistent with the complaint incident. However, hypotube kinks were also noted. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. Two struts on the fifth most proximal row were lifted and folded distally. This type of damage is consistent with the stent meeting resistance upon withdrawal. A visual and microscopic examination found that the hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a stent damage occurred. The target lesion was located in the severely calcified and moderately tortuous middle left anterior descending (lad) artery. The lesion was predilated with a non bsc balloon catheter. A 3.00x20mm promus element¿ plus stent delivery system (sds) was then advanced to the middle lad and would not cross the lesion. When the physician withdrew the device it was noted that the stent was lifted. Before using another device, predilatation was performed with a flextome cutting balloon. The procedure was completed with another with same device. No patient complications were reported and the patient's status is good.